Event description:
It was reported that the user contacted support regarding a cracked device screen and requested the shipment date of the replacement and the new serial number and also requested information on compatible cell phones for ilet with fs3+ sensors. Customer care provided support that included review of device replacement logistics and verification of compatible mobile devices. Investigation of this case revealed a device hardware issue limited to the screen, with no effect on therapy or glucose management. Symptoms included no change in blood glucose. Outcomes included no injury and no adverse clinical impact. It was concluded, based on previously established findings for similar reports, that the cause was physical damage to the screen unrelated to device performance.